Manufacturer narrative:
Additional information: the customer reported suction and priming issues. No further information was able to be obtained from this customer. However, the handpiece was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the phaco handpiece. The phaco handpiece was manufactured on june 11, 2012. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received for evaluation. A visual assessment of the returned sample found no visual defects. A functional test was then performed on the returned infiniti handpiece. The handpiece was first tested for irrigation and aspiration from a flow test with both irrigation and aspiration meeting specifications. Then the handpiece was tested on a ground resistance tester in which it passed and the handpiece was then connected to a calibrated constellation vision system for priming and tuning. The handpiece was found to pass all functional testing on the system after running for 5minutes on 100% torsional and ultrasound power. Functionally the handpiece passes tests with no problems found. The handpiece was found to exhibit no problems as all functional tests were found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the handpiece had suction and priming issues before a surgical procedure. The handpiece was exchanged to initiate and complete the scheduled procedure.